Event description:
It was reported that while using bd veritor plus analyzer false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "positive result due to stain on test device of sars-cov-2 kit".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01512 was sent in error. This is a duplicate of MFR report # 1119779-2021-01509 that was reported for false positive.

Manufacturer narrative:
Initial reporter phone nubmer: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor plus analyzer false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "positive result due to stain on test device of sars-cov-2 kit."